Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the device was not sending transactions to the es server following a dell server issue. A technical support specialist (tss) dialed into the server and station, ran queries, and processed multiple retry modes related to storage space transactions. The tss identified a retry error tied to the encounterphysicianrolesetkey and could not be corrected at the station level and required skipping per product support engineering guidance. The issue was escalated to product support, transactions were skipped and recovered to the application server, and data consistency between the station and server was verified. A full synchronization was performed as requested, the station was returned to service for inventory use, and an inventory report was emailed, with no further issues observed at that time. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server 2pali device was not sending transactions to the es server followed a dell server issue and appeared to be in a retry state. However, there were no delays or adverse events or injuries reported based on this event.